Manufacturer narrative:
Date of event is an unknown date subsequent to (B)(6) 2018. Additional pro code: hwc. Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the patient underwent removal of a dorsolateral plate and screws to do debridement on the wound. On (B)(6) 2018, patient was originally implanted with 2.7mm/3.5mm variable angle (va) locking compression plate (lcp) distal humerus dorsolateral plate (4 holes, right side), 2.7mm/3.5mm va-lcp distal humerus medial plate (4 holes, right side), seven (7) 2.7mm va locking screws, 3.5mm cortical screw, 3.5mm locking screws and 4.0mm cancellous screws with washer. The va elbow plates were not bent before the application of the plates and the screws were securely locked with torque limiter. Patient status and procedure outcome were unknown. This report is for a 2.7mm/3.5mm va-lcp distal humerus plate. This is report 1 of 4 for (B)(4). This product complaint captures the removal of implanted hardware to do debridement of the wound. Related complaint (B)(4) captures the post-op event where implanted 2.7mm va locking screws backed out, while related complaint (B)(4) captures the post-op event where an implanted va elbow medial plate was broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a total of four (4) surgeries: one (1) initial implant procedure and three (3) revisions. For this event, patient underwent removal of the entire dorsolateral plate, five (5) locking screws, and one (1) cortex screw for the purpose of debridement of the wound on an unknown date. It is unknown what devices were used to revise the patient for the plate and screws removed due to wound debridement. Previous revisions are addressed in (B)(4). This report is for five (5) unknown locking screws this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 02.117.204, lot 9295393: manufacturing site: raron. Release to warehouse date: december 22, 2014. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the va-lcp dhp 2.7/3.5 dorso-lat r med 4ho l plate was received intact, nothing is broken off or bent. All threads for the locking screws in the distal head part are worn or damaged. The plate in question was returned without a reported specific allegation against the product as various implants were removed because of wound debridement. The visual inspection did not identify any unexpected damage. The worn and damaged threads in the distal head part coincides that they were damaged during the insertion of the locking screws because of cross threading. The following migration of the locking screws or unknown patient related conditions possibly are the reason for wound debridement. The device history record (DHR) review has shown that the device was manufactured according to the specifications. Without knowing the product allegation, the complaint is unconfirmed for the plate. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.